Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was suspected of oversensing atrial fibrillation/flutter on the right ventricular (rv) lead channel. Electrogram (egm) review showed right ventricular (rv) lead signals lined up with the right atrial (ra) channel, with larger discreet rv signals that were likely the true rv events. It was noted that rv sensitivity was programmed to 5mv in (B)(6) or (B)(6) 2018, and similar oversensing was observed in (B)(6) 2018, shortly after implant. There was no indication of pacing pauses greater than two seconds, and the patient's intrinsic rhythm was observed frequently enough. Review of daily measurements noted r-waves below 2-3 mv. Technical services (ts) discussed troubleshooting options. Additional information received a couple months later reported that the patient was seen for device evaluation to assess lead function. No x-rays were taken at that time, however, rv sensitivity was adjusted from bipolar to unipolar to reduce crosstalk. Additional information received approximately seven years later reported that this pacemaker system stored additional ventricular events containing oversensing of possible noise, and all events showed similar deflections approximately every 200 ms. These signals occurred intermittently from 7:00am to 7:00pm, and on the presenting egm. R-waves were seen marching through, at times at 1.5 sec intervals. R-waves measured from 14-16 mv, with recent measurements in the 3.6-3.7 mv range likely due to the oversensing. This pacemaker system remains in service. No adverse patient effects were reported.